Event description:
Customer called to report the reservoir was broken at the luer neck. It was stated that they were attempting to tighten the reservoir to the tubing connector, but they could not do it and they were not able to remove the infusion set tubing connector from the reservoir.